Event description:
It was reported that, an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the latest revision. The unit passed all testing and operates within the manufacturing specifications.